Manufacturer narrative:
The product was not returned. Investigation is not possible.

Event description:
During a sleeve gastrectomy surgical procedure,clips from a ml-10 muti-fire clip applier fell out of the device. The patient anesthesia time and the length of the procedure were extended by 15 minutes.

Manufacturer narrative:
The device was returned, decontaminated and visually inspected. There were no signs of physical damage to the device. A new clip was then inserted, and the device was tested for functionality. This complaint is confirmed. When the trigger was squeezed, a full clip was released in the open position. The clip fell out the device. For final inspection requirements, all jaws are 100% inspected for width. The jaws of the returned clip applier were measured to be .223mm. This is bigger than the design spec. This is a clear indication that the jaws of the device has experienced excessive force. If jaws of the device are activated on hard material such as another clip, or used outside of its intended use in any way. The dimensions of the jaws will be compromised.